Manufacturer narrative:
Corrected data: MFR. Report # 2954761-2007-00003 ((B)(4)) was generated and mailed to the FDA in error on (B)(6) 2007. All information residing in MFR. Report # 2954761-2007-00003 ((B)(4)) can be found in this medwatch. Evaluation summary: the reported failure code 302:435:118:0003 which caused the unintended pump shutdown was confirmed once in the event history. The failure code occurred on (B)(6) 2007 and was attributed to a broken j6 connector located inside the user interface module printed circuit board (uim pcb). The uim pcb will be replaced.

Event description:
A baxter field service engineer reported an infusion pump with failure code 302:435:118:0003. The event was reported to have occurred during patient infusion. According to a tag found on the pump the device went into failure (unintended shutdown) during patient transport. The pump was noted to have an alarm blaring. According to a hospital representative, no patient injury had been reported related to the device. No additional information or contact was available.